Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Product requested, not yet returned.

Event description:
It was reported that a hair was found inside the shrink wrap of the packaging. No further information available.